Event description:
It was reported the subject device had an issue with the image flickering during setup and inspection for use, before the patient was in room. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage to the main board and distorted endoscope interface contacts. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the image was flickering and could not be displayed due to damage to the main board. A root cause for distorted endoscopic contacts could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.